Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device getting stuck was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the vibration assessment. During repair, it was observed that the bearings were worn out, causing the device to fail the vibration assessment. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was discovered that the attachment device got stuck. During in-house engineering evaluation, it was observed that the device failed the vibration assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.